Event description:
Pt was treated for a non union of their fractured left femur with the insertion of a long gamma nail in 1999. In 2000, pt reported that they heard and felt a pop while standing in their kitchen, followed by severe pain in their left hip and laterial thigh. X-rays performed that day at the hosp revealed, "an angulation in the rod seen in different views which appears to be new compared to the previous films". Four days later the rod was removed.